Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage and power cable disconnect alarms on the system controller (serial number: (B)(6) was confirmed via log file analysis. Data was reviewed in the submitted and downloaded log files from (B)(6) 2026. Throughout the data reviewed, atypical power cable disconnect and low voltage alarms activated due to the voltages on the black power cable briefly fluctuating below the alarm threshold. The atypical low voltage and power cable disconnect alarms did not prevent the controller from supporting the system as intended. The system controller returned for analysis in unremarkable physical condition. The reported alarms could not be reproduced throughout testing. The continuity of the underlying wires were measured, and they were within specification, even while manipulated. The voltage was measured while the power cable was connected to a test battery and clip, and no fluctuations were noted. Provided information indicated that the 14v li-ion batteries and battery clips were cleaned, but this did not resolve the alarm, so the controller was exchanged. The root cause of the reported event was not able to be determined via this investigation. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 7 of the IFU and section 5 of the patient handbook entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage and power cable disconnect alarms. Section 8 of the IFU and section 6 of the patient handbook addresses how to properly care for, maintain, and store the equipment for proper use. Section 10 of the patient handbook instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The patient handbook IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having repetitive power hazard alarms on their controller while connected to charged batteries. The hospital log files showed several relative state of charge (rsoc) invalid faults on the black cable side with a decrease of cable voltage. Voltages on the white controller cable remained present, despite rsoc invalid faults. The batteries and clips were cleaned which did not make a difference, so the controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.